Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. However, based on similar reported complaints, the legal manufacturer determined the following sequence of events likely occurred and was the likely cause of terminal buckling, resulting in no endoscopic image: when inserting the scope internal into the scope connector socket of cv-170, the missing part of the scope connector tip was caught in the terminal inside the scope connector socket of the cv-170. The terminal inside the scope internal socket of cv-170 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of no image was confirmed. The video connector bent pins were causing no image with the scope. Video connector was replaced. Unit equipped with new type switch and electrical harnesses, housing in normal condition. Unit test okay and passed electrical safety test. The cause could be attributed to component failure. No further information was reported.

Event description:
The customer reported to olympus that there was no display of image on the device. There was no patient injury reported.